Manufacturer narrative:
H4: the lot was manufactured from october 24, 2020 - october 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from under the hanger hole. The leaks were discovered during preparation. There was no patient involvement. No additional information is available.